Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported event. The instrument was found to have a broken grip cable at grip housing. The broken grip cable and crimp would be retained by the stapler sheath. Root cause is attributed to a component failure. Failure analysis found the secondary failure of failed engagement to be related to the customer reported complaint. Based on log review and during in-house testing, the instrument was found to have multiple engagement failures, error code 22020. The engagement failures were likely caused by the broken grip cable. As a result, functional tests were unable to be performed. Additional observations not reported by site: visual inspection was performed and the instrument was found to have a broken cardan shell. As a result, the cardan shaft was dislodged. The dislodged clam cardan shaft was not returned. The instrument was found to have a broken pivot pin. The instrument's steering hypotube was found to be bent. The root cause of these failures are attributed to mishandling. The conductor wire was found to have damaged insulation. As a result, the internal wires are exposed. Electrical continuity was performed and passed. The root cause of this failure is attribute to a component failure. The instrument was found to have corrosion on the bearings. The root cause of this failure is attributed to mishandling. The instrument was found to have an initialization failure based on log review of remotefe. The instrument was found to have a clamp homing failure / failure with unclamp/unfire hardstop (in clamp/fire homing).

Event description:
The stapler 45 instrument was returned with no alleged complaint. No allegation was made against this product. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.